Event description:
On (B) (6) 2010 the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter would not power on. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B) (6) 2010 the patient noted the reported meter would not power on; she was unable to obtain a blood glucose reading. During this time period, the patient continued to take her oral diabetes medication glyburide 20 mg. On (B) (6) 2010 the patient suffered the symptom of 'diabetic coma'. Emergency services were contacted and the patient was transported to the hospital. The patient was unable to provide her blood glucose reading or treatment received in the hospital. During the troubleshooting telephone call, the customer care advocate (cca) determined the patient's test strips were correct. The cca also determined the patient had not replaced the meter's battery as recommended. The issue was not resolved, as the patient did not have a new replacement battery available. The meter, test strips and control solution were replaced. The patient did not replace the meter's battery as recommended. The patient allegedly suffered 'diabetic coma' after she was unable to test her blood glucose levels due to the meter power issue, and received emergency medical attention and treatment. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.